Event description:
It was reported that the device was explanted after implant duration of zero days, due to a sizing issue. It was also learned that the patient had an unsalvageable injury and he expired after the operation due to a large amount of bleeding. Per the operative report, the valve was implanted; "however, upon removing the valve holder, the posterior strut seemed to be pushed medially towards the mitral orifice by the annulus. The leaflets were also pinched and, therefore, the result was not acceptable. At that time, we were found to be in a conundrum. The 25mm was the smallest available tissue valve on the shelf. The only remaining option would be placement of a smaller mechanical valve..." At the end of the operation, the patient experienced large amounts of bleeding. "The patient continued to deteriorate hemodynamically and the decision was made that the patient had unsalvageable injury. Any further measure would be futile. Support from cardiopulmonary bypass was withdrawn and the patient expired a few minutes after."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Sizing issue and uncontrolable bleeding. Device not returned.